Event description:
The catheter broke and a portion was left in the baby's umbilicus. No other info is known at this time.

Manufacturer narrative:
The previous medwatch sent showed no record of the lot number or product code. They are both actually known.